Manufacturer narrative:
After realizing she was not wearing gloves, she rinsed her hands and put on nitro gloves. She was advised to seek medical attention with a physician. It was reported to the office manager that the employee allegedly sought medical treatment in the emergency room and was diagnosed with hand cellulitis. The employee did not disclose what diagnostic tests were performed or whether medication was prescribed. After being admitted for one (1) day, the employee was released and was able to return to work without restrictions; however she was instructed to avoid nitro gloves. The office manager reported that upon the employee's return to work on (B)(6), 2012, the employee commented that her skin was irritated by the nitro gloves; the office manager advised her to use the other types of gloves that were available. The employee worked for one (1) day and has not returned since; she alleged that her condition had returned. No further information has been received with regard to the employee's condition as she has not returned to work. The product involved in the alleged incident was returned; however, it was received in an "activated" state. It is unknown how long the product was in this state; therefore, it is considered expired. The solution was evaluated with regard to its activated state, yielding results within acceptable parameters. No lot number was provided; therefore, an evaluation on the retain samples cannot be conducted.

Event description:
A doctor's office reported that an employee alleged that she developed a rash on her hands after submerging them in pdcare solution.